Manufacturer narrative:
H.6 investigation summary: bd has been provided with photos and samples for catalog 300296 lots 1805237 and 1906203 to investigate for this record. Visual examination of the returned samples concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue of foreign matter. Bd has concluded that the mentioned "particles" consist of accumulation of "slip agent: which is used in the formulation of the polypropylene used to manufacture the syringe. This is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. A toxicological material risk assessment for amide slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of materials-medicated adverse effect in this clinical application. All assessment tests passed, and it was determined that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the alleged defect.

Event description:
It was reported that the discardit¿ ii syringe w/o needle generated "small pieces of plastic" during use. Lot#'s 1805237 and 1906203 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from spanish to english: "during its use, the syringe generates small pieces of plastic".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805237. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-07. Medical device lot #: 1906203. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the discardit¿ ii syringe w/o needle generated "small pieces of plastic" during use. Lot#'s 1805237 and 1906203 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from spanish to english: "during its use, the syringe generates small pieces of plastic."